Event description:
It was reported that during the procedure, the 5.0 x 12 mm nc trek dilatation catheter was advanced without resistance to the target site and the balloon was inflated using an inflation device. It was noted that the nc trek dilatation catheter balloon was slow to deflate; however, the balloon did fully deflate and was removed from the patient anatomy without resistance. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be confirmed due to the condition of the returned device. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.